Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in the lines of an unknown quantity of clearlink system vented continu-flo solution sets. The events occurred during patient infusions with unknown ¿vasopressors and sedation medications¿ via an unknown pump. There was no patient injury or medical intervention associated with this event. No additional information is available.